Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be filed once investigation results are available. In add'l customer reported using expired strips in their adc meter. The readings reported by the customer were not taken within 10 minutes and the customer reported eating between readings making the difference not clinically significant.

Event description:
Customer reported in 2007, they experienced symptoms of weakness and then fell. Customer reports being taken to the emergency room, diagnosed with hypoglycemia and treated with an unknown IV solution. Customer also reported receiving readings of 305 mg/dl and 337 mg/dl, but the customer reports not changing their medication based on the readings. It is unknown if the readings are related to the reported event.